Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope exhibited error e315. The issue occurred during preparation for use procedure was completed using a similar device. There were no reports delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was not reproduced. It was determined that water invaded the scope connector through leakage from the bending section cover or distal sheath. It is likely that an abnormality, such as a short circuit, temporarily occurred at the circuit board in the scope connector due to the water invasion. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor the field performance of this device.